Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 297787) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The returned strips were measured with a retention meter in comparison to master lot strips using quality control material. Testing results: qc 1: 3.3 inr , qc 2: 3.3 inr , qc 3: 3.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the laboratory with venous blood was 2.2 inr. The result from the meter was 2.9 inr. The meter measurement was 15 minutes after the sample was collected for the laboratory testing. There was no allegation of an adverse event. The customer's therapeutic range was 2 - 3 inr.